Event description:
An implantable pulse generator (ipg) was returned to the manufacturer from an unknown source with no information and damaged; the connector head was missing. Further review of the manufacturer's database indicated the patient died approximately seven months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) - the device was returned damaged; analysis unknown/not analyzed.